Event description:
This device case, reported by a physician, concerns a pt receiving 25% insulin lispro/75% insulin lispro protamine suspension (humalog mix 25) in a pen injection device (humapen ergo). The pt developed diabetic ketoacidosis and was admitted to hospital, outcome is unk. The reporter did not consider the event to be causally related to the drug, but reported that the pt was unable to press the plunger of the device. Follow up is requested. It is not known whether the pen is available for evaluation. Update-dec-1999: preliminary report received from pharmaceutical delivery systems nov-1999. Update dec-1999: final report received from pharmaceutical delivery systems (pds) dec-1999.